Event description:
It was reported that during an arteriovenous fistula procedure, the electrode was allegedly compressed and damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned. The investigation is inconclusive due to the fact that no sample was returned. A definitive root cause could not be determined based upon available information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the FDA rn number for the MDR was updated to 9616666 since clearstream is the legal manufacturer for wavelinq products and the appropriate manufacturing site (g1)and manufacturer (d3) fields were updated accordingly. H10: d4 (expiry date: 02/2022),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2022).

Event description:
It was reported that during an arteriovenous fistula procedure, the electrode was allegedly compressed and damaged. There was no reported patient injury.